Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system. (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6)male patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered epigastric distress (requiring no medical or surgical intervention), a hematoma (requiring manual pressure), and a urinary infection. Post-procedure, the patient developed nausea and vomiting. There were no interventions. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not device-related, and possibly index procedure-related. Post-procedure, the patient developed a hematoma. Issue resolved without sequelae. Intervention was the application of manual pressure. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely index procedure-related. Post-procedure, the patient developed a urinary catheter-related complication (injury or infection). There was no information regarding interventions. Issue resolved without sequelae. Principal investigator assessed this event as not device-related and definitely procedure-related. Radiofrequency was delivered with this catheter with 243 applications. There were no reports of device deficiencies.